Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. There were concerns that the device was pacing into a qrs complex. Boston scientific technical services (ts) reviewed the data provided and there appears to be fusion on many of the v paced beats. Ts provided programming recommendations. No further complications have been reported.